Event description:
It was reported that the patient¿s implantable neurostimulator (ins) used to be ¿looser than it was¿ at the time of the report. The reporter indicated that it used to ¿move around¿ but seemed ¿stiff¿ at the time of the report. It was noted that the patient¿s healthcare provider (hcp) wasn¿t ¿concerned¿ about this. The reporter stated that the patient recharged while sleeping and the ¿pressure of the recharger may have caused the ins not to move and become stiff¿. It was stated there may be an ins flip, but not confirmed at the time of the report. It was further indicated that for the few weeks prior to the report, the patient saw the hourglass screen each time she made an attempt to recharge and pressing the ¿x¿ button caused it to return to the normal recharging screen. However, at the time of the report, the reporter attempted recharging and was able to get 8 coupling bars and the device seemed to be working as designed. It was noted the ins felt ¿a little deeper.¿ it was stated the patient¿s stimulation went off and she could not get it to come on. It was noted the patient had been trying to charge her device for two weeks prior to report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n348924, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).